Manufacturer narrative:
(B)(4).

Event description:
The patient's husband contacted dexcom on 06/20/2016 to report that the receiver displayed err "hwbat" on (B)(6) 2016. The patient's husband did not report injury or medical intervention. No additional patient or event information is available.